Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, chronic back pain, urinary incontinence, stress incontinence, female, genital bleeding, menometrorrhagia and headache. Previously administered products included for an unreported indication: loestrin in 2010 and iud from 2006 to 2010. Concurrent conditions included stress incontinence, vitamin d deficiency, iron deficiency, menses irregular, breast pain, tobacco abuse, colon cancer, iron deficiency, urine incontinence, acne, pain ankle, swelling nos, weight loss, gravida ii, parity 2 and left lower quadrant pain. Concomitant products included colecalciferol (vitamin d3) since 2014 for fatigue as well as antibiotics, docusate, ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate since 2014, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (mirena) since 2006 to (B)(6) 2010, nsaids and ondansetron (zofran) from (B)(6) 2010 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vision blurred ("vision/eye problems type: sudden blurred vision can't see well near nor far now"). On (B)(6) 2010, the patient experienced rash ("skin rash / rashes or skin conditions type: unexplained rashes of unknown origin"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and incontinence ("bladder or urinary problems or changes: incontinence") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2010, the patient experienced headache ("headaches"), migraine ("migraines"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vomiting ("gastrointestinal or digestive system condition type: frequent vomiting") and dyspepsia ("indigestion"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced abdominal distension ("bloating") and adnexa uteri pain ("left side ovary pain"). The patient was treated with ondansetron hydrochloride and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine was resolving and the rash, abdominal distension, weight increased, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, vomiting, dyspepsia, alopecia, adnexa uteri pain and incontinence outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, incontinence, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: rt coil: 4 lt coil: tip protruding, no full coils. Abdominal x ray showed the essure devices to be wellpositioned. Once the tube was opened. The essure device was identified and the coil was grasped with a maryland grasper diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, headache, menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet received. Event bladder or urinary problems or changes: incontinence was added. Concomitant drugs were added. Event onset date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, chronic back pain, urinary incontinence, stress incontinence, female, genital bleeding, menometrorrhagia and headache. Previously administered products included for an unreported indication: loestrin in 2010 and iud from 2006 to 2010. Concurrent conditions included stress incontinence, vitamin d deficiency, iron deficiency, menses irregular, breast pain, tobacco abuse, colon cancer, iron deficiency, urine incontinence, acne, pain ankle, swelling, weight loss, gravida ii, parity 2 and left lower quadrant pain. Concomitant products included colecalciferol (vitamin d3) since 2014 for fatigue as well as antibiotics, docusate, ferrous sulfate since 2014, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen and nsaids. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vision blurred ("vision/eye problems type: sudden blurred vision can't see well near nor far now"). On (B)(6) 2010, the patient experienced rash ("skin rash / rashes or skin conditions type: unexplained rashes of unknown origin"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2010, the patient experienced headache ("headaches"), migraine ("migraines"), nausea ("nausea") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vomiting ("gastrointestinal or digestive system condition type: frequent vomiting") and dyspepsia ("indigestion"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced abdominal distension ("bloating") and adnexa uteri pain ("left side ovary pain"). The patient was treated with ondansetron hydrochloride and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine was resolving and the rash, abdominal distension, weight increased, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred, vomiting, dyspepsia, alopecia and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: rt coil: 4 lt coil: tip protruding, no full coils. Abdominal x ray showed the essure devices to be wellpositioned. Once the tube was opened. The essure device was identified and the coil was grasped with a maryland grasper. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, headache, menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: unexplained rashes of unknown origin,bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: sudden blurred vision can't see well near nor far now, gastrointestinal or digestive system condition type: frequent vomiting and indigestion and hair loss. Historical drug, concomitant drug, treatment drug, medical history were added. Reporter information, aka names, date of birth were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ("skin rash") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), depression ("depression"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the rash, abdominal distension, depression, weight increased and fatigue outcome was unknown. The reporter considered abdominal distension, depression, fatigue, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.